Event description:
Caller updated time, personal profile, and biq/ciq settings, including sleep schedules. Customer experienced blood glucose level of 49 mg/dl. To address low blood glucose, carbohydrates were consumed, and no third-party assistance was required. Customer remained conscious and sustained no injury. Cts assisted in updating basal rate settings and advised consultation with healthcare provider for further changes. Customer acknowledged assistance.